Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, tortuous mid left anterior descending (lad) artery. The physician attempted to place the 2.50x16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The stent strut was lifted up by the tip of guide catheter. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".